Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a gradual increase in shock impedance measurements, including high out of range measurements. Continued monitoring via the remote monitoring system was discussed. No adverse patient effects were reported.